Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1402901) indicated that the mynx device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: balloon ruptured during pullback. Manual pressure was applied for 15 minutes. The pt was not hospitalized. Stick location: cfa. Procedure: coronary/